Event description:
A report was received that the patient was experiencing pain at the midline incision site. The patient underwent a revision procedure where the physician made the anchor deeper. The patient is reportedly doing well following the procedure.